Manufacturer narrative:
Correction: b5 - related manufacturing reference number should have been included on the initial report.

Event description:
Related manufacturer reference number:1627487-2021-18951.

Manufacturer narrative:
The report that the system ¿no longer provided adequate pain relief¿ was confirmed. Analysis of the returned lead found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Microscopic inspection of the stimulation end segment found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the drg system was explanted and replaced with an scs system due to a new pain pattern. Upon device analysis, it was noted that a drg lead was fractured.